Event description:
It was reported that the patient presented for an initial procedure. During the implant procedure the lead dislodged. The lead could not be implanted due to tissue in the helix. The lead was not used, and a new lead was implanted. The patient was in stable condition.